Manufacturer narrative:
Citation: bottio t et al. Hancock ii bioprosthesis: a glance at the microscope in mid¿long-term explants. J thorac cardiovasc surg. 2003 jul;126(1):99-105. Doi: 10.1016/s0022-5223(03)00131-4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the pathological examination of the hancock ii porcine bioprosthesis following explantation. All patients included in the study were implanted with medtronic hancock ii bioprosthetic valves (no serial numbers provided). Twenty-two explants from 22 patients (11 male, 11 female; mean age 65 years) were available for morphological investigation because of reoperation performed between 1988 and 1999. Among all patients, adverse events included: explantation due to infective endocarditis, valve incompetence, stenosis and paravalvular leak; structural valve deterioration due to calcification, valve tears, cusp perforation, dehiscence and lipid infiltration. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.